Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of high blood glucose reported at 401 mg/dl with large ketones at school and found the pump cartridge empty on two occasions, with one instance of visible insulin leakage during a site change; device logs showed insulin low and insulin out alerts that were acknowledged, and the device component implicated was the reservoir, consistent with a leak event. Symptoms included hyperglycemia and elevated ketones. Outcomes included no health consequences or impact. Investigation included communication with the user and educator, and analysis of information provided. Investigation of this case revealed leakage related to a seal issue consistent with a device leak/splash, localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.